Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were performing shock testing with their device using the hard paddles when the device displayed the service indicator and an abnormal energy delivered message. Their tester registered a 35.8 joules shock when attempting a shock at 100 joules. There was also smoke coming from the back of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device was delivering monophasic energy at approximately 90% of the selected energy level. The device's therapy pcb assembly was replaced which resolved the reported issue. Physio-control further evaluated the device's removed therapy pcb assembly and determined that the cause of the reported issue was a shorted transistor, designator q42. Q42 shorting caused damage and shorts to other transistors, designator q25, q26, and q27. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that they were performing shock testing with their device using the hard paddles when the device displayed the service indicator and an abnormal energy delivered message. Their tester registered a 35.8 joules shock when attempting a shock at 100 joules. There was also smoke coming from the back of the device. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that they were performing shock testing with their device using the hard paddles when the device displayed the service indicator and an abnormal energy delivered message. Their tester registered a 35.8 joules shock when attempting a shock at 100 joules. There was also smoke coming from the back of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿(B)(4).